Event description:
It was reported that the patient was "going to the bathroom more now before her surgery last week." The previous system had "bad" leads - three of the four were bad. The patient had a replacement on (B)(6) 2012. The device was on. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v242433, serial# implanted: 2009 (B)(6), explanted: product type lead product ID 3037 lot#, serial# (B)(4), implanted: explanted: product type programmer. (B)(4).